Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an auto fill failure alarm. No injuries or harm reported.

Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and found the device with the fill tubing off the safety disk. The lure cap was missing and someone had placed a lure lock on the fill connection. Replaced the lure cap and connected the fill tubing and performed autofill test and passed. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Product passed all functional / safety testing. Device returned for clinical use is unknown.